Event description:
It was reported that during use the shaver handpiece froze up and would not work. There was no injury or delay related to this event.

Manufacturer narrative:
Investigational findings: the shaver handpiece was received and an evaluation completed. The handpiece was received with internal components separated from the housing and corrosion like deposits on the connector pins. During further testing, the handpiece operated on its own when plugged into the console. This failure was not noted by the customer. A review of product history found no reported events for this failure mode. This device was manufactured in 1998. It is no longer manufactured. This is an isolated event. This product will continue to be monitored for failures.